Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found a cut on heat shrinking tube of forceps lever (fe lever) and due to cut, expected insulation capacity cannot be obtained and elevator control lever has a crack. Due to cut on k-wire, forceps elevator does not move smoothly. The customer reported issue of "infiltrated instrument and malfunctioning elevator was confirmed. Furthermore, inspection found forceps elevator has foreign material . The light guide (lg) cover glass found dirty, lg lens was cracked and lens glue were damaged. Due to a crack on distal end, water tightness is lost. Electrical connector (el-connector) has corrosion due to water leakage. Due to adhesive peeling on a-rubber (distal end section) , insulation resistance value at distal end does not meet the standard value. Adhesive around objective lens has wear. Adhesive around lg lens has wear. Distal end is shaved . Connecting tube has a buckling. Adhesive on a-rubber has a crack. Additionally, the following findings during device evaluation were observed however, were noted to be non critical findings. Ig protector has a scratch. Sc cover unit has a scratch. S-connector has a scratch. Lg-cover glass has a dent. R/l knob has a scratch. Forceps channel port has a scratch. Grip has a scratch. Switch box has a scratch. S-cylinder has discoloration. Aw-cylinder has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue and complaint description of "infiltrated instrument and malfunctioning elevator". The problem found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found forceps elevator has foreign material and gap of adhesive around the light guide (lig) lens and stain entered inside the lens through the gap. This report is being submitted for forceps elevator has foreign material and gap of adhesive around the light guide (lig) lens and stain entered inside the lens through the gap which were observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing process recommended in IFU was not completely conducted due to leakage from the subject device. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of being infected in case insufficient cleaning/disinfection/sterilization is conducted on device. ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.